Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: event occurred in france.

Event description:
It was reported that outside of surgery, the battery exploded while the device was not in use. The device had not been opened. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h5, h6, and h11. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the battery had expulsed within the packaging. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause has been identified as manufacturing and design issues. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.